Event description:
A medtronic representative reported that the mobile viewing system (mvs) and stealth were not communicating properly and required rebooting which caused a delay in surgery. The surgery continued using the medtronic systems with no impact on patient outcome.

Manufacturer narrative:
Patient identification number and weight were not available at the time of this report. Medical device serial number and manufacture date were not available at the time of this report. The device has not been returned to the manufacturer.